Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he was unable to duplicate the patient port issue. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump's (iabp) connection to the bedside monitor was faulty. This event occurred while the iabp was in use on a patient. No adverse event has been reported.